Event description:
Overdelivery due to user misprogramming reported. The pump was to be set to infuse a 10mg loading dose of meperidine (10 mg/ml concentration). Nurse reports she inadvertently selected a concentration of 1 mg/ml. She realized the event part-way through the loading dose when the device had delivered 8.6 ml (86 mg). She stopped the pump and it was discontinued. The pt did not experience any adverse effects and "in fact she remained awake and alert and was still experiencing pain and requesting more pain medication." No add'l info was available.